Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight, guide cath: cordis, sheath: cordis. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during a mildly calcified, mildly tortuous, de novo, 90% stenosed, mid, left anterior descending artery (lad) stenting procedure, after pre-dilatation with a trek balloon, a xience v rx 3.0 x 23 mm stent was implanted and an edge dissection occurred. Another xience v rx 3.5 x 12 mm stent was used to successfully cover the dissection. The patient achieved a good timi flow. There was no patient sequela or no clinically significant delay in the procedure reported. There was no additional information provided.